Event description:
The patient contacted animas on (B)(6) 2014 reporting that they woke up with a blood glucose (bg) of 453mg/dl with extreme thirst. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that the pump is rebooting at times. The patient confirmed that the battery compartment had stripped threads. The patient was advised to discontinue pump therapy and instructed to follow-up with their healthcare professional. This report is being made due to the power (damage) issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box recorded unexplained power on resets. The battery compartment threads were intact. No cracks in the battery case. No moisture or corrosion in battery compartment. Investigators turned cap one full turn with out loss of power. No damage to battery cap see battery cap. There was no defect found. The battery cap was returned and the cap height and width were within specifications. There was no defect found with the cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.